Event description:
It was reported that a malfunction occurred on the pump, but no notable events were observed prior to this. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support provided assistance by instructing the customer on how to reset the pump, and the customer acknowledged understanding of the instructions. After resetting, the malfunction code did not recur, allowing the customer to continue using the pump.